Manufacturer narrative:
Based on the information provided, the cause of the customer reported failure mode cannot be determined. The force bipolar instrument has been returned to intuitive surgical, inc. (Isi) for evaluation but analysis has not yet been completed. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia repair procedure, the force bipolar instrument was stuck on unspecified tissue and would not articulate. The surgeon enlarged the port incision to remove the cannula and force bipolar instrument together. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
On 16-oct-2024, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: during surgery, the arm of a da vinci force bipolar appeared to malfunction. The force bipolar arm became stuck on the patients' tissue and would not articulate straight in order to be moved from the patient and trocar. The physician was able to remove the trocar and the force bipolar arm without harming the patient. A new da vinci instrument and arms and xi cords were obtained and the surgery continued without incident.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the force bipolar instrument associated with this complaint. The instrument was found to have severely bent grip tips, causing side-to-side/vertical misalignment of the grips. Components adjacent to this severely bent grip do not show damage. Additionally, the instrument was found to have a broken conductor wire at the force amplification pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. The instrument was placed on an in-house system and passed recognition and engagement tests. Components adjacent to the broken wire did not show damage.